Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was partially worn. There were contact marks on the probe and jaw with the worn pad. A part of the coating of the jaw was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the coating damage is most likely related to the operator's technique. Based on the evaluation and similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was wiped with the hard object. Also, the ptfe pad of the subject device might be partially worn since the subject device was activated in seal & cut mode while grasping nothing. Seal & cut short circuit error might occur since the jaw, which had a worn pad, was come in contact with the probe. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).

Event description:
During a laparoscopic assisted distal gastrectomy, seal & cut short circuit error occurred and the ptfe pad of the subject device was worn. The intended procedure was completed with another device. On may 8, 2017, olympus medical systems corp. (Omsc) confirmed that the coating of the jaw was missing. No patient injury was reported.